Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable.

Event description:
Could not fire. It was reported that the implant could not be fired in meniscus repair. Changed another one to complete. There was no adverse event on patient report.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: (B)(4).

Event description:
Additional event information received on 10/16/2018. Physical manufacturer, legal manufacturer, lot number, UDI edited.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated visually. Visual observations revealed that the needle has implants which are in released position but attached to the suture at the distal end of the silicon sleeve. The complaint is confirmed. No structural anomalies were observed on the needles or the implants. This failure mode could occur when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the deployment rod (grey trigger) is bent upwards, it could cause the implants not to be deployed properly. Other than above mentioned possible root causes, we cannot discern any definite root cause at this point of time. Non conformance review was performed, no nonconformances were identified for this part-lot number combination. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).